Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device ever deployed a footplate nor plug so everything came out of the vessel and nothing was left behind. There was no patient injury, medical/surgical intervention required. The patient's condition was stable. The procedure outcome was a success. There were no other devices or equipment used with the reported product. Additional information was received on 24nov2020. The type of procedure being performed was a lower leg angioplasty with possible atherectomy. A 7fr procedure sheath was used. A pre-deployment angiogram was performed. Hemostasis was achieved by manual pressure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 8fr angio-seal vip was returned for product evaluation. The carrier tube assembly was returned along with the poly foil pouch and locator. No other accessory components were returned. Visual inspection revealed that the deployment sleeve of the carrier tube was in the full forward lock position. The anchor was found at the distal tip and the bypass tube was not positioned over it. The bypass tube and hemostasis sheath were not returned. No anomalies were found with the returned locator. Functional testing was unable to be performed since the bypass tube was lost and the carrier tube was sent unmated from the hemostasis sheath. IFU states: "c. Seal the puncture 1. Once the anchor has been deployed correctly, and the device cap has been locked into the rear position, slowly and carefully withdraw the device/sheath assembly along the angle of the puncture tract to position the anchor against the vessel wall. Based on the evaluation performed the complaint could be confirmed for pullout as the anchor was not posted. However, this appears to stem from a user error, as the device cap/deployment sleeve was not in the rear lock position as is needed for the anchor to post at the appropriate angle to catch the arteriotomy. The IFU has clear steps to move the device cap into the rear lock position prior to pulling the anchor against the arteriotomy wall. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.